Event description:
It was reported that the avaflex snapped off halfway up shaft and it was stuck in patient. The surgeon had to make a large incision and go into the tissue with a hemostat to pull out of patient. It should be noted that the procedure was completed successfully and at this point there were no adverse consequences.